Event description:
The device was implanted on 9/2/96. On 9/30/96, the MFR received a letter from the facility's director of risk mgmt which stated that "apparently, the catheter has a weakening in the lumen wall which causes it to blow up when placed necessitating immediate removal." The facility's director of risk mgmt requested that a MFR representative come by and pick up the device at her office so that an analysis could be performed.